Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic spleen procedure, the device was taken out of the package, inserted into the patient and the jaws would not open. The surgeon took the device from the patient, began to manipulate the jaws and the top jaw was floppy but still attached. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The devices was tested on the generator and passed all functional testing. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing. No issues with the jaw were found, the instrument was opening and closing as expected. There were no anomalies noted with the functionality of the device. The manufacturing records were reviewed and no anomalies were found.